Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 36mm x 34mm right common iliac aneurysm sac . The right internal iliac artery was first plugged and coiled. It was reported the patient returned for a follow-up CT , a type ib endoleak was discovered on the endurant limb etlw1610c156e. It was observed that the limb had retracted back up into the right common iliac artery aneurysm . The physician implanted a limb at the level of the flow divider and down into the reia which resolved the endoleak. As per the physician the cause of the type ib endoleak was due to patients own anatomy as the physician stated that the graft lost seal because the rcia aneurysm was so large that it eventually pulled the limb out of the right external iliac artery back into the rcia causing the type ib endoleak. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.